Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Same case as manufacturer's report 6000093-2006-01876 and 6000093-2006-01877. Tap. It was reported that 217 days after implantation of 2.75x12mm, 2.5x24mm, and 2.75x32mm taxus express2 drug eluting stents, in-stent restenosis occurred. During the initial procedure, the target lesions were located in the proximal left circumflex artery (lcx), 1st obtuse marginal branch artery (om-1), and 2nd obtuse marginal branch artery (om-2). Pre-intervention stenoses of 70%, 70-80%, and 75% were reported, respectively. A 2.75x32mm taxus stent was deployed at 8atm in the distal om-1. Then a 2.5x24mm taxus stent was deployed at 12atm in the om-2 followed by a 2.75x12mm taxus stent deployed at 16atm in the proximal lcx. A post-intervention residual stenosis of 0% was reported. The patient received heparin and integrilin during the procedure. No information concerning complications was reported. The patient presented 217 days after the initial procedure with an 80% in-stent restenosis in the ostial om-1, 75% in-stent restenosis in the om-2, and 30-40% in-stent restenosis in the ostial lcx. The om-2 lesion was predilated with a 2.5mm maverick balloon. A 2.75x15mm taxus stent was deployed at 12 atm in the om-2. The stent was "crushed" with a 2.75x15mm maverick balloon that was "parked" in the lcx. Next, the om-1 was pre-dilated with a 2.5mm maverick balloon then stented with a 2.75x16mm taxus stent. The stent was "crushed" with a 2.75x15mm maverick balloon "parked" in the lcx. Finally, a 3.0x20mm taxus stent was deployed in the ostium of the lcx, over the om-1, and partially into the om-2. The om-1 and lcx were dilated using a kissing balloon technique with a 3.0x15mm maverick balloon in the om-1 and a 3.0x20mm balloon in the lcx. A post-intervention stenosis of 0% was reported. The patient received heparin during the procedure. No information concerning complications was reported.